Manufacturer narrative:
(B)(4). Batch # p55d8w. The analysis found that one pse45a device was returned with no apparent damage and with three ecr45w cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during the laparoscopic hepatectomy, after fired, found the staples malformed as the pictures show. Another like product was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided. First picture shows an image of the tissue, the proximal part of an anvil, and what appears to be staples legs can be appreciated. Second picture shows an image of the tissue, the proximal part of an anvil, what appears to be staples legs and some purple suture around the tissue can be seen. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. Cartridge b, c and d: ecr45w, p55v26, fully fired.,two pictures were provided; first picture shows an image of the tissue, the proximal part of an anvil, and what appears to be staples legs can be appreciated. Second picture shows an image of the tissue, the proximal part of an anvil, what appears to be staples legs and some purple suture around the tissue can be seen. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.